Manufacturer narrative:
Product analysis: the valve remains implanted; therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately two years and three months following the implant of this transcatheter bioprosthetic valve, the valve was stenosed with a left ventricle pressure of 175 and an aortic pressure of 107. A second transcatheter bioprosthetic valve was implanted with no gradient. No adverse patient effects were reported.